Event description:
It was reported that since the patient was in an altercation where she was pulled around by her arms and legs and she had a change in stimulation and was feeling it differently since. The patient stated it felt like stimulation was stretching and she was hurting around the implantable neurostimulator (ins) and it was sore. The patient was also experiencing lower back pain. The patient also stated that they would be at a low level and not feel stimulation and when she slightly increased stimulation it went to shocking and surging down the leg. It would go from nothing to intense. The rep. Had not done an x-ray yet but it was recommended to see if a lead moved. The manufacturer¿s representative (rep) noted that impedances looked fine and all were within normal limits; electrode impedances were between 1054 and 1308 ohms but nothing was out of range. The rep. Also stated that the group impedances were 483 ohms and 2.79 milliamps on one group and 520 ohms and 3.785 milliamps on the second group. The rep. Talked about reprogramming to see if the patient was getting better relief. The rep. Did reprogram the patient but was only able to get coverage in their legs even though the patient was previously getting coverage in the low back and bilateral legs. The patient was scheduled for an x-ray and follow-up appointment with her implanting physician.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).